Event description:
Per the clinic, the patient developed an infection (cellulitis) and skin overgrowth around the abutment. Subsequently, was treated with topical and oral antibiotics (specific date and duration not reported). The patient underwent abutment removal procedure on (B)(6) 2026.